Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys toxo igg immunoassay (toxoigg) on a cobas 8000 e 602 module (e602). It was asked, but it is not known if an erroneous result was reported outside of the laboratory. Refer to the attachment for all test results. A sample from the patient, dated (B)(6) 2016, had a non reactive result for toxoigg. A second sample from the patient, dated (B)(6) 2016 and with no hemolysis, was found to be non reactive with the toxoigg assay, but positive with a latex toxo igg fumouze method. Two new tubes collected from the patient at the same time and dated (B)(6) 2017 were also tested for toxoigg. The first tube from (B)(6) 2017 had a slight hemolysis and resulted as reactive (positive) for both toxoigg and the latex toxo igg fumouze method. The second tube from (B)(6) 2017 had no hemolysis and resulted as non reactive for toxoigg, but positive for the latex toxo igg fumouze method. Results from other tests performed on these same two tubes matched, verifying that both tubes were from the same patient. The patient was not adversely affected. The serial number of the e602 analyzer was requested but not provided. The sample dated (B)(6) 2016 and the second tube from (B)(6) 2017 (with no hemolysis) were provided for investigation. Investigations of both samples were able to duplicate the non-reactive toxoigg results that the customer measured. Testing of both samples with the recomline toxo igg blot method determined both samples to be non-reactive. The toxoigg results that the customer obtained are assessed as correct and the patient should be considered as potential toxoplasma negative. The first sample from (B)(6) 2017 with hemolysis could not be provided for investigation, therefore no further investigations could be performed with this sample. A specific root cause could not be determined for the reactive results obtained with this tube.